Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a detached sensor wire on (B)(6) 2014. Patient stated that upon sensor deployment, sensor wire remain in patient's arm. Patient reported discomfort at insertion site. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).